Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in (B)(6) 2025, however the customer could not recall the exact date. The customer was hospitalized for the issue and the cause of the bg was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage, however the exact date could be recalled by the customer. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 600 mg/dl in september 2025, however the customer could not recall the exact date. The customer was hospitalized for the issue and the cause of the bg was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage, however the exact date could be recalled by the customer. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.